Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the alarm occurred even after inserting new battery during troubleshoot. The customer declined to troubleshoot for high blood glucose. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.